Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touchscreen has been intermittently unresponsive. The customers blood glucose (bg) level was impacted above (500 mg/dl). The contact declined to provide how the bg level was addressed to stabilize. Reportedly, the customer has to press the button "1" multiple times for the pump to respond. Troubleshooting with tandem technical support was performed and touchscreen was functioning as intended.

Manufacturer narrative:
Additional information: the device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Correction: additional information was received for this complaint and was inadvertently reported under MFR # 3007981285-2017-10712.

Event description:
Additional information was received. Contact reported that the pump touchscreen delayed response had continued when the customer attempted to unlock the pump screen. Contact stated that this issue has been ongoing since initially reported on (B)(6) 2016. The customer's blood glucose level has not been impacted due to this ongoing issue. The contact confirmed that the pump was functional. The customer was to continue to use the pump to manage diabetes.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction could not be verified; however, a different issue was identified.